Event description:
Dental implant fx4508swc was removed on (B)(6) 2020 due to osseointegration failure around 6 months after implantation. The patient has history of diabetes, hypertension, and drug abuse. During the surgery, periodontal disease and bone resorption was observed. The patient recovered.